Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (1 mg at .63756 mg/day), bupivacaine (20 mg at 12.7513 mg/day), and compounded baclofen (1000 mcg at 637.56486 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2020 the patient reported pain at the pump site.  The cause of the pain at the pump site was not known and no action was taken.  On (B)(6) 2020 the patient reported persistent pain at the pump site.  On (B)(6) 2021 the patient reported persistent pain at the pump site.  On (B)(6) 2021 the patient reported persistent pain at the pump site.  On (B)(6) 2021 the patient reported persistent pain at the pump site.  On (B)(6) 2021 the patient reported persistent pain at the pump site.  The patient reported two episodes in which they felt like the pump flipped, but there is no confirmation of that.  No action was taken.  On (B)(6) 2021 the patient reported persistent pain at the pump site.  On (B)(6) 2021 the patient reported persistent pain at the pump site.  No action planned.  The outcome of the event was unresolved with no further action planned.  The clinical diagnosis was pain at the pump pocket.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The incisional site/device tract was pump site.  The event date was (B)(6) 2020.